Event description:
On (B)(6) 2014, staff member noticed smoke coming out of bed. Motor under bed was causing smoke. Evacuated floor and got residents behind smoke saftey door. Fire department came. Fire dept. Removed bed from premises. No injury reported. Electric company came out to check outlets and they allege the outlets were not the cause of this event. Facility is requesting a provider to come out to assess all other invacare beds on premises.